Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was dead and the patient wanted it removed. They mentioned meeting with a representative who couldn't get it to work again and their healthcare provider noted that there was nothing else they could do to help the patient because the battery was dead. The patient simply wanted the ins removed. No further complications reported.